Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly no damage on the keypad assembly and the connector on electrical board was locked properly during visual inspection. No frozen screen noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power loss alarm and no failed battery alarm noted during testing or in the insulin pump trace download. No unexpected the critical block and inverse critical block did not add to zero or the motor arm cannot communicate with the main arm alarms during testing however, the critical block and inverse critical block did not add to zero alarm (line number 213 file number 30) and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump turned off, had low battery and locked in a screen with no good battery. The customer also added that it asked for a double calibration. The customer also stated that an alarm went off when they were sleeping. Troubleshooting for the unspecified alarm was performed. The customer was able to rewind the pump completely. The insulin pump also passed a self-test. The alarm history showed power loss alarm, two pump errors and multiple battery failed. Troubleshooting for battery failed alarm was performed and the insulin pump did not alarm in the end it. However, it was indicated that the issues were not fixed, the insulin pump did not initialized by itself, the screen was frozen and the buttons were unresponsive. The insulin pump will be returned for analysis.